Event description:
It was reported that the device suddenly stopped ventilating the patient and the display was blinking while it was connected to the patient. There were no patient health consequences reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device suddenly stopped ventilating the patient and the display was blinking while it was connected to the patient. There were no patient health consequences reported.

Manufacturer narrative:
The affected device was examined onsite by dräger technician, and the log file was made available for further investigation at the manufacturer¿s site. The investigation further considered additional information as provided. Based on the investigation the reported stop of ventilation could be confirmed. The log file shows an unexpected restart of the device on the date of event. Furthermore, the log file contains a failure code which indicates a malfunction of the power supply. Due to a malfunction the power supply did not provide a stable output voltage, resulting in the device constantly trying to restart. In addition, the screen remained frozen during the event. The auxiliary alarm (piezo buzzer), however, was permanently active as specified in such a failure condition. In case of a complete power loss of the device, the ventilation stops, and the auxiliary alarm is activated. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. As soon as the power is stabilized again, the savina will restart in a few seconds and resume operation automatically. In the current event, the device reacted as specified to a detected internal deviation of the power supply and generated the auxiliary alarm to alert the user of the situation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.